Event description:
One touch ultra kept giving them an error 4 message. Medical affairs specialist called and spoke with the patient, who provided additional information.the patient had tested earlier in the day with results such as 128 mg/dl and 124 mg/dl. They had started to feeling shaky and decided to test again on their meter. They kept getting the error 4 message. They called their nurse practitioner, who advised the patient that their previous results were normal and to call lifescan regarding the error message. They were not given any treatment. During troubleshooting, it was verified that their testing technique was correct and that the condition of their test strips was good. They were asked to retest, and the error 4 message appeared. Therefore, the issue was not resolved. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the issue was not resolved with troubleshooting. The patient was sent a replacement meter, and test strips.